Event description:
It was reported that during an intravascular ultrasound (ivus) procedure, an imaging catheter became caught on a stent. The atlantis sr pro imaging catheter became caught on the distal stent edge in the vessel. The atlantis sr pro imaging catheter was successfully dislodged from the distal stent edge. No patient complications were reported.

Event description:
It was further reported that during a percutaneous coronary intervention (pci) procedure, the catheter became caught on a stent. The 90% stenosed target lesion was moderately tortuous and moderately calcified. During withdrawal of the atlantis sr pro imaging catheter, resistance was felt and the catheter became caught on the non-bsc stent implanted which was not well apposed distally. The physician accessed the left groin, used a second non-bsc guide catheter, non-bsc guide wire and unknown balloon to expand the stent. The stent was expanded and the atlantis sr pro imaging catheter was successfully released from the stent. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).